Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the surface electrocardiogram (ECG) sometimes works, sometimes does not. The cables were changed but still the same issue. Also, the screen will not stay up and falls down. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found link electronic module (lem) circuit board failure. As a result the lem board was replaced and the left hinge was replaced. The programmer was then tested and passed to manufacturer specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.